Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause cannot be specified because detail of the material is unknown. Two likely causes could have contributed to the foreign material in the biopsy channel: 1) the cleaning brush or the like became broken during reprocessing at the facility. The fragments clogged the instrument channel. 2) during a procedure just before the event was found, the user failed to remove bilestone and it clogged the biopsy channel. The following information was provided in the instructions for use (operation manual) which could have prevented the event ¿4.2 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The customer¿s complaint of ¿ blockage in the scope¿ was confirmed as a foreign object was noted in the forceps passage. Due to the blockage no inspection could be performed on the forceps lever, guide wire tension and catheter. Minor dents were note on the control body of the scope. The bending section rubber glue was found cracked on the scope¿s insertion tube and cover. The light lens was found to have corrosion. The scope¿s suction flow was inspected and no flow was noted. The control knob was noted to be loose with play. The cause of the foreign object in the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a blockage was noted in the scope¿s channel. There was no patient involvement.